Event description:
The customer reported that fetal monitoring and fetal heart monitoring were performed for baseline abnormal uterine pressure. Patient involvement is unknown. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that fetal monitor displayed inaccurate baseline intrauterine pressure. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use on a patient. A philips response service engineer (rse) spoke to the customer. The rse evaluated the issue with the customer. The rse and customer determined that the device was not being utilized correctly, as the probe used for measuring the intrauterine pressure was not properly secured to the patient. The rse confirmed that there was not an issue with fetal heart rate monitoring. To resolve the issue, the customer properly secured the probe, and the intrauterine pressure measurements were accurate. No further investigation or action is warranted at this time.